Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 16666996.

Event description:
It was reported that the patient had inadequate pain relief and leads had high impedances. The patient underwent a revision procedure to upgrade the ipg. During the procedure, the leads were wet and dry wiped and switched ports on the ipg. However, nothing cleared the impedances and the physician opted to conclude the procedure. The patient was doing well postoperatively and all pain areas appeared to be covered.